Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the patient had worsening thrombocytopenia. Platelet counts were down to 62. In addition to mechanical circulatory support, the surgical patient had some post-operative blood loss. The patient was weaned successfully. At time of explant, the patient was only requiring 2.5 mcg/kg/min of dobutamine. The patient was transported to the operating room for impella cp removal and surgical closure.